Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was unable to charge the ipg with two charging systems. The programmer reads 'ipg communication error 2501'. The pt has not charged the ipg since (B)(6) 2013 and stated he lost stimulation prior to not charging. The sjm representative confirmed the loss of communication. The pt will undergo an ipg replacement surgery.